Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.4; lab: 2.6. Pt's therapeutic range: 2.0 - 3.0 inr. Caller reported that meter has been reading low over the past few weeks and doctor has been adjusting coumadin dose accordingly. Doctor is now unhappy that the meter is so much lower than the lab and feels that the medication change may not have been necessary.